Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging there was no communication between the pump, transmitter and the receiver. The reporter stated that 3 different sensors were used with a current transmitter with no resolve. It was noted when a current transmitter was used with a different pump, the issue resolved. The reporter indicated that there may have been an issue with the wrong cgm receiver in the pump. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.